Event description:
The patient may have developed an infection with the implanted bactiseal catheters. The customer believed the catheters should have prevented the infection from occurring. The catheters were sent by the international affiliate directly to a codman consultant for evaluation in october 2004. Codman was not alerted of the product complaint until february 2004. The affiliate has been advised of the need to immediately report product complaints to codman.